Event description:
The pt experienced pain above and below the implantable neurostimulator battery site. The neurostimulator and extensions were removed without complication. The leads were capped off and remained implanted.